Event description:
It was reported that patient received a durom cup implant in 2007 and that in early 2009. She arose from a chair and experienced pain. X-rays of the next day revealed a fracture of the cup and patient was revised the following day.